Event description:
The provider was at the bedside to complete a percutaneous feeding tube exchange. The provider noted an incomplete catheter removal, 10 fr. Flexima jejunotomy. The provider noticed that the end of the catheter was severed. A kub (kidney/ureters/bladder x-ray) was performed and identified that the catheter had fractured in 2 places. Two retained foreign body remains. Follow-up kub was performed and identified that the fragments remained - one within the intestine that was suspected to later have passed through the bowels and was eliminated. The second was embedded in the tissue and was removed surgically with a small one suture incision under fluoroscopy. Manufacturer response for flexima drainage nephrostomy biliary, (brand not provided) (per site reporter): https://www.bostonscientific.com/en-us/products/catheters--drainage/flexima_and_percuflex_drainage_catheters.html. The device was used other than instructed in the IFU.